Manufacturer narrative:
Section d4, d10, h4: additional information. Section d7: correction. Manufacturer's investigation conclusion: the evaluation of the returned device confirmed driveline wire damage that would have contributed to the reported driveline fault events. Two system controller log files dated (B)(6) 2020 were submitted for review. The submitted log file downloaded prior to the system controller exchange contained data from (B)(6) 2020 7:29 ¿ (B)(6) 2020 8:46 and captured persistent yellow wrench advisories associated with driveline fault events. The driveline wire electrical continuity data recorded in the log file was graphed and showed that the values of phase 3 were consistently elevated compared to the other two motor phases. Despite the active driveline fault condition, the log file appeared to show the pump operating as intended at speeds above the low speed limit with stable pump parameters. The submitted log file downloaded from the patient's backup controller initially captured data on (B)(6) 2019 from 0:24 ¿ 8:07, per the timestamp. On (B)(6) 2020 from 0:24 ¿ 1:06, multiple low speed advisory events were captured with speeds reducing as low as 7860 rpm (540 rpm below the low speed limit) while the system was connected to a tethered power source. Yellow wrench advisories associated with driveline fault events were also captured. The log file showed that the driveline was disconnected on (B)(6) 2019 at 8:06 and power was removed from both power cables at 8:07. The controller was removed from service until the pump was reconnected to the controller on (B)(6) 2020 at 12:27, which is consistent with the report of a controller exchange performed on that date. The log file recorded data through (B)(6) 2020 12:32 and the system did not appear to have operated on the new controller long enough for the driveline fault to activate following the controller exchange; however, the graphed electrical continuity data showed that the values of phase 3 were consistently elevated during this time as well as earlier in the log file on (B)(6) 2019. No low speed/pump stoppage events were captured on (B)(6) 2020. (B)(6) was returned with the driveline severed at the nipple of the pump housing. An additional section of driveline measuring approximately 9 inches in length was returned. The distal end of the original driveline measured approximately 22 inches length. The remainder of the driveline was not returned. The distal end of the driveline was partially spliced to the replacement driveline, which is consistent with the report of an unsuccessful driveline replacement. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no depositions or thrombus formations. Microscopic inspection of the pump's bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the distal end of the driveline revealed no discontinuities or shorts. However, electrical continuity testing of the middle driveline segment measuring approximately 9 inches in length revealed a discontinuity in the red wire. The remaining 5 wires were found to be electrically intact. An area of severe breakdown of the metal braided shield was identified at approximately 2.5-3.5 inches from one end of the returned section of the driveline measuring approximately 9 inches in length. Visual inspection of the underlying wires in this location revealed a breach in the insulation of the red wire and three breaches in the insulation of the adjacent orange wire at approximately 3 inches from one end of the returned driveline segment, exposing the inner metal conductors. Slight manipulation of the red wire revealed that the metal conductors were fractured in the location of the insulation breach. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline and abrasion against the braided shield in this area. Of note, the orientation of the driveline segment was not maintained due to where the driveline was cut and the entire driveline was not returned; therefore, the distance of the wire damage from the pump could not be determined. Microscopic inspection of the remainder of the returned driveline segments revealed no additional areas of compromised wire insulation or damaged inner conductors. The returned portions of the driveline were suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and the test did not reveal any additional areas of compromised wire insulation. The replacement driveline was unremarkable. The red and orange wires represent the redundant wires that comprise phase 3 of the heartmate ii three-phase motor. The fractured conductors of the red wire would have resulted in the driveline fault events recorded in the submitted system controller log file data. The evaluation finding of fractured red wire conductors is consistent with the electrical continuity data recorded in the submitted log files as well as the technical services representative¿s onsite finding of an open red wire during continuity testing. Moreover, if the exposed conductors of either compromised wire contacted the metal braided shield while the patient was operating on a tethered power source (such as the mpu or power module), the resulting electrical short to ground would have caused the low speed events recorded in the submitted log file data. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31aug2015. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU) section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced intermittent driveline faults. Log file analysis confirmed the driveline faults were authentic. On (B)(6) 2020 technical service arrived onsite for a driveline repair. The phase test was performed and noted the red wire open. After the first three wires were repaired, the technician attempted to switch the driveline over to the new lead but the pump did not restart. The original lead was plugged in and pump restarted indicating a broken red wire internally. The patient underwent a pump exchange on (B)(6) 2020 from an hmii to hm3 pump. The apical cuff and the outflow graft were not removed from his original hmii implant.